Event description:
It was reported that multiple alarm 25s occurred with multiple cartridges. The customer's blood glucose level ranged from 450-451 mg/dl. Customer loaded a new cartridge each time to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.